Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a mini stick max 4f x 10 cm stiff .018 ni/tu echo 2.75. During withdrawal after an ultrasound guided access to the right internal jugular, the coaxial introducer stiffener sheath disconnected from the hub, leaving a small part of the micropuncture introducer inside the patient. The entire retained portion of the dilator/stiffener was removed. The patient did not experience any harm as a result of this incident.